Manufacturer narrative:
A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
A copy of (B)(6) report to manufacturer/importer: (B)(4) was received, which states: "patient left for u/s at 1233 hr caripul was infusing; patient came back 1420hr. Rn noticed that the caripul channel was off. Patient said that she heard a beep and it stopped. Patient vital signs was stable but for caripul not infusing for 6 mins can cause respiratory arrest. Patient feel flushed when caripul restarted." There was patient involvement.